Event description:
The plaintiff's attorney alleged the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2010 after use of the product. A copy of the decedent's death certificate was rec'd with this allegation and lists cardiovascular disease as the cause of the death.